Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecifed high readings issue was reported with use of the adc device after 3 days of wear the customer further reported experiencing loss of consciousness and hypoglycemia and subsequently self-presenting to a health care professional (hcp) where a reading of 20 mg/dl was obtained on the hcp meter and received hcp treatment of glucose for diagnosis if hypoglycemia. No new medication was given. No further information was reported. There was no report of death or permanent impairment associated with this event. Customer reported receiving a sensor scan result of 150 mg/dl compared to a reading of 44 mg/dl obtained on the built-in reader. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown if these values were obtained at the time of the medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified high readings issue was reported with use of the adc device after 3 days of wear the customer further reported experiencing loss of consciousness and hypoglycemia and subsequently self-presenting to a health care professional (hcp) where a reading of 20 mg/dl was obtained on the hcp meter and received hcp treatment of glucose for diagnosis if hypoglycemia. No new medication was given. No further information was reported. There was no report of death or permanent impairment associated with this event. Customer reported receiving a sensor scan result of 150 mg/dl compared to a reading of 44 mg/dl obtained on the built-in reader. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown if these values were obtained at the time of the medical event.